Event description:
It was reported that during a coronary treatment procedure, the forte moderate support guidewire with markers became stuck in the wire lumen of the ivus catheter. The pt was asymptomatic during this event. The forte guidewire was removed and replaced with another guidewire to successfully complete the procedure. No pt injuries or complications were reported. Reportable based on analysis received on 5/2005.